Event description:
Patient feels device is not working correctly because blood glucose is 482+ mg/dl. No errors were generated by the device. Patient stated that blood glucose has been running higher than normal since 2004. Patient self-treated high blood glucose by bolusing.